Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with cefazolin intraperitoneal injection (ip)1 gram (g)/day and ceftazidime ip 1 g/day. Treatment was changed to cefazolin ip 1 g/day and vancomycin ip 1,5 g. The root cause of the peritonitis was not reported. The patient was recovering from peritonitis.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.